Event description:
A customer reported a malfunction labeled as malf 9 regarding a pump by tandem source. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance for resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the device, with instructions to report if any future issues occur.